Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient was admitted with bloody diarrhea on (B)(6) 2015.  The patient underwent diagnostic testing which were all negative.  However fecal leukocytes were noted to be positive and some blood in the patient's diarrhea were concerning for either inflammatory diarrhea or a drug side effect of the patient's prescribed augmentin. The patient was started on loperamide as needed.  He continued to have a small amount of blood in his stool and his hemoglobin decreased over the next several days. The patient's electrolytes were reported to be near his baseline except for his sodium which was slightly lower than normal. The patient was treated with vancomycin and zosyn. A computerized tomography (CT) scan with contrast did not reveal any findings that would be possibly related to his diarrhea. A flexible sigmoidoscopy was negative with no macroscopic pathology.  A biopsy revealed acute moderate colitis without evidence of chronic colitis, viral colitis or viral cytopathic effects. His medical team felt that all these findings, taken together, did not pinpoint the cause of the patient's diarrhea.  The patient was discharged on (B)(6) 2015 after his stools had become formed without the use of loperamide. The event was reported to have been resolved on (B)(6) 2015. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure.